Manufacturer narrative:
Additional information is provided in sections g.1, g.2, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of a dull blade therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a photo copy of the tyvek which confirms the reported product and lot information. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was dull during cataract surgery. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that the dull knife could not penetrate the cornea during surgery using reasonable force. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. No additional information can be anticipated for this report.